Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer reporting false negative reactions when converting different manufacture 3% panel cells to 0.8% concentration using mts diluent lot # mdp130. According to customer site has observed several patients over the years where they would see positive reactions with the 0.8% reagent panel cells in the mts gel system, but when converting different manufacture panels cells using the mts diluent, would see negative or a combination of reaction strengths. Customer stated site is currently using the mts diluent 2 lot # mdp130, but indicated this issue is not only seen with this lot, but multiple lots over the past 10-15 years ortho discussed how the other manufactures reagent red cells are manipulated and washed prior to the 0.8% red cell suspension. Ortho encouraged the customer to treat the ortho 0.8% resolve panel cells the same way as the other manufacture cells in washing and resuspending the cells in the mts diluent for better correlation ortho discussed how the saline washing of the cells prior to testing may remove causative antibody and hence the reason for the negative reaction. Customer is requesting ortho to consider performing parallel study between ortho's 0.8% resolve panels and freshly prepared panel cells using different manufacture panel cells suspended in the mts diluent 2. Ortho reviewed variabilities of donor cells, manufacturing process of donor cells being possible reasons for difference in reaction strength. However customer wants her suggestion documented. Issue started on: on going; reported 8/18/2016. Frequency: on going. Methodology used: gel method. Incubation time (for manual test only): 15 mins. Rbc type: 0.8% resolve panels. Last qc run: ok each and acceptable. Ortho advised the customer that the request would be captured. Customer further added, this difference between ocd 0.8% resolve panels and other manufactures is mostly noted with "warm auto antibodies" or antibodies to rh specificity. Ortho refer customer to aabb technical manual on panel ID, but according to customer, their facility is seeing this difference between ortho panels and different manufactures. However, customer felt site should report this differences to ortho for awareness.